Event description:
Patient revised to address pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported pain; however, provided information indicated a depuy competitor femoral component was implanted with depuy tibial insert, which could be a contributing factor. Depuy does not recommend using competitor products with depuy products. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.